Event description:
Additional information was received on (B)(4) 2013 when product analysis was completed on the explanted lead. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the cut end of the returned lead portion. No product related anomalies were observed with the single returned lead portion. Product analysis on the generator was completed on (B)(4) 2013. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications; there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.

Event description:
On (B)(6) 2013, it was reported that the patient attended a surgery consult with her surgeon as the patient has possible nerve fibrosis. Clinic notes dated (B)(6) 2012, were received which indicated that the patient was noted to get a little hesitant with right rotation of her neck and appeared to be in some slight discomfort when the physician palpated the upper part of the lead, in the region where it attaches to the vagal nerve. The physician stated that it feels like she may have some fibrous tissue that has accumulated there but there is no redness anywhere over the device or along the lead. The patient's vns was disabled to evaluate the efficacy of the vns device. The physician later reported that he is unable to determine the date the discomfort and possible fibrosis was first observed. No trauma, causal or contributory programming or medication changes preceded the onset of the discomfort. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(4) 2013, it was reported that the vns patient was scheduled for vns explant as the device was reported to have not helped the patient. Clinic notes dated (B)(6) 2013 were received which indicated that the patient has had no benefit from vns. One of the problems that the patient had with the device is that they believe it creates a great deal of pain for her to extend her neck due to tenting of the lead from the left neck to the preaxillary space. When extending the neck, this seems to cause her a great deal of extreme pain. They were not aware of any infection or automanipulation of the device on the part of the patient. An x-ray of the area was reported to have been taken demonstrating no obvious pathology or lead fracture. The physician stated that the lead was palpable under the subcutaneous layer but without excessive tenting. The physician later reported that the reason for lack of efficacy is that the patient is a non-responder to vns and it is unknown when this was first observed. The patient underwent explant of the vns on (B)(6) 2013. The explanted generator and partial lead were returned to the manufacturer for product analysis on (B)(4) 2013. Product analysis is still underway and has not yet been completed.